Event description:
It was reported that the tip of the foley catheter was bent and unable to insert to the patient. It was noted that not just in one case but there appeared to be three.

Manufacturer narrative:
The reported event was confirmed however the cause unknown. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used two-way silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The tip of the catheter had a large bend at the end of the catheter where the inflation notch was in the balloon. A potential root cause for this failure mode could be due to incorrect setup. The device did not meet the specifications and was influenced by the reported failure. The product used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the foley catheter was bent and was unable to insert to the patient. Not just one case, but there appeared to be three.